Manufacturer narrative:
(B)(4). Hardware low level failure alarm (variableinfo=3) confirmed in the pump history due to broken trace. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. The customer was advised to revert to the back-up plan as per the healthcare professional¿s instructions. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis. The device will be returned for analysis.